Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented at follow up in-clinic with the right atrial lead exhibiting noise and episodes of inappropriate mode switch. The noise was not reproducible, and all other measurements were stable. Programming interventions were discussed, but not made.